Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced palpitations and has a known history of right atrial (ra) lead noise. Technical services (ts) reviewed the data and noted stored atrial tachy response (atr) episodes consistent with oversensing of ra lead noise. Ts discussed programming options to reduce noise sensing and recommended further clinical evaluation if palpitations persist. No additional adverse patient effects were reported. This crt-d remains in service.